Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4),implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information was received from the patient. The patient reported that everything was removed and replaced during their surgery on (B)(6) 2015. An x-ray was done and determined that the leads had broken, coiled, and pulled loose. The imaging confirmed that the broken lead had curled around the anchor. The patient stated that the leads had coiled and migrated as well as disconnected in-vivo. The implantable neurostimulator (ins) was reported to have quit working as well and it shorted out. There was no report of a fall or trauma related to these leads and ins issues. The patient experienced pain in their legs and feet suddenly in (B)(6) 2015. The patient reported a loss of therapy. They woke up one morning and suddenly noticed that the stimulation was not working in (B)(6) 2015. The patient reported that they had fully recovered from their surgery. Unrelated medical history was reported to be 6 fusions and neck and shoulder issues. The patient stated that they were on pain medical and that their memory was cloudy. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead . (B)(4).

Event description:
The consumer reported that they lost stimulation a few weeks ago in certain positions. It was super strong on the back but the patient couldn't control it. The patient shut it off and it hadn't been used. The patient had a kidney stone, so they were unavailable to meet prior to (B)(6) 2015. The manufacturing representative tried the 0-7 lead rpg and was unable to get stimulation. The 8-15 lead was attempted and got stimulation, but would lose it in certain positions and wrong location. The impedance check was performed and out of range impedances were found. The patient felt like since the battery was moved to the belly, he stretched on the lead and battery more. The patient was discussing a lead revision with the physician. The indications for use include multiple back operations and spinal pain. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Upon review of the event information, the initial notified date was corrected to 2015-12-14.

Event description:
Additional information was received. The patient was sent for an x-ray. A lead revision surgery was scheduled for (B)(6) 2015. The manufacturer representative met with the patient for a one month follow-up appointment after the lead revision surgery. It was reported that the patient was doing well and was receiving great effects from the therapy. If additional information is received, a follow-up will be submitted.